Event description:
In 2003, pt reportedly experienced a decrease sound percept and in performance. The pt was seen at the ctr (date not given). Programming adjustments were made. However, the problem was not resolved. In 2004, the pt was seen by a co rep for evaluation. Testing performed confirmed that the device was functioning. In 2004, the pt was seen by a co rep for device evaluation. Testing performed confirmed that the device was functioning. A recommendation was made to obtain a CT scan. The pt continued to be monitored by the ctr. The pt's c1 device was explanted without prior notification to the co.